Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump was alarming to insert new batteries, but customer already tried 4 different batteries and the issue persisted. Battery cap and battery compartment were not damaged. Insulin pump presented blank display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display and unexpected battery power loss on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, active current test, sleep current test and self test. No blank display or unexpected battery power loss noted during testing. Successfully downloaded history files and traces using thus tool. The power management graph confirmed the unloaded voltage and loaded voltage were within spec range. No alarms or alerts noted during testing, however, low battery alert(104) on (B)(6) 2021 12:22:01.000, failed batt test (58) on (B)(6) 2021 14:36:48.000 and batt out limit(6) on (B)(6) 2021 15:48:51.000 were found in the history files. Insulin pump was cut open to perform visual inspection and found some evidence of moisture damage on the battery tube assembly. The following were noted during visual inspection: scratched case and corroded battery tube. In summary, customer alleged blank display and unexpected battery power loss not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.